Event description:
Prior to explant, cine film indicated that one leaflet was fixed in the closed position, and warfarin control was "almost favorable". The valve was explanted.

Manufacturer narrative:
Results of investigation: the valve was rec'd in the st jude med heart valve div fer analysis lab in a st jude med product return kit, submerged in a liquid solution. Both leaflets exhibited a slight resistance to mobility, which may have been due to the presence of some grayish-white tissue in the recessed pivot areas. The sewing cuff was also grayish-white in color, contained several sutures, and was observed to be cut in several locations. A small amount of grayish-white tissue was observed on the sewing cuff, as well. The valve was chemically sterilized and forwarded to an independent pathologist at the st paul heart & lung center, for gross morphological examination. Dr stated that at the time of his examination, both leaflets exhibited normal mobility. The formalin solution in which this valve was chemically decontaminated most likely caused the grayish-white tissue previously observed in the recessed pivot areas to become free, thereby allowing free movement of the leaflets. A small amount of this tissue was microscopically examined, and was determined to be nonspecific debris which may not have been in vivo accumulation. The valve was chemically sterilized, cleaned, and the sewing cuff was removed. The valve was then visually examined at 10x magnification for any anomalies on the surfaces of the leaflets and orifice. The leaflets and orifice were found to be unremarkable. The valve was then disassembled for performance testing. The results of the pulse duplicator testing indicated the valve had no abnormal operation. Flow and pressure traces indicated the valve operated satisfactorily, without leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and the valve met all of st jude medical's specs. The leaflet and orifice dimensions were inspected and verified to be within st jude medical's specs. The valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that the process was performed in accordance with st jude medical's specs. Each operation for the mfg and inspection of this valve and its packaging was followed by the approriate signature and date. Conclusion-info reviewed from the valve's device history record and the add'l testing performed through the fer analysis lab indicated the valve complied with st jude med specs at the time of MFR. Results of this investigation remain inconclusive. The cause of the one leaflet being fixed in the closed position prior to explant, and then being slightly resistant to movement during the preliminary analysis, was most likely due to the presence of some material in the recessed pivot area. The origination of this material, the grayish-white substance later determined by dr titus to be nonspecific debris, remains unk.